Manufacturer narrative:
G4:13jan2021. B4:04feb2021. Per the customer, the unit was down. Nothing is working, including alarms. The third-party bio-med replaced the power management board as part of the field change order to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jan2021.

Event description:
The biomed is reporting the v60 will only stay powered on for about 30 seconds. The customer reported diagnostic code indicative of a 35 volt failure. The customer contacted product support and requested for service repair. The biomed is reporting multiple error codes indicating a possible power management board failure. Product support advised the customer the power management board part number is affected by power management board fco. Created action assignment for philips long term planners. The customer reported that the unit was not in use on a patient. It was discovered by equipment techs during cleaning.